Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead impedance was extremely high. The patient is not paced in the ventricle and the lead has good sensing so the lead will be monitored and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and a confirmed fracture. The lead was explanted and replaced.

Event description:
It was reported that the lead experienced increasing impedance and threshold. The lead was reprogrammed to reduce pacing. The lead remains in use. No patient complications have been reported as a result of this event.